Event description:
It was reported that, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted. No intervention has been performed. The patient was stable.